Event description:
It was reported that this right atrial (ra) lead was discontinued due to possible damage and noise was observed. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.